Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is 11 years old.

Event description:
It was reported that the customer dropped the pump and now the wake button is no longer working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level.